Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the button was bulging and was hard to push. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed selftest and displacement test. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed selftest and displacement test. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.